Event description:
Report received of an underdelivery. The pump was programmed to deliver vancomycin to a homecare pt via a peripherally inserted central catheter (PICC). No specific programming parameters were provided. The pt's mother reported that based on the amount of vancomycin solution left in the bag, the pump underdelivered by "about 8%." Reportedly, the pump was reprogrammed and the solution remaining in the bag was delivered. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.